Event description:
It was reported that a piece of the femoral implant impactor broke off during surgery. The broken piece was removed and no other complications were reported.

Manufacturer narrative:
The associated complaint device was returned for evaluation.